Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the report of "a burnt smell coming from the pump". Visual inspection observed heat-induced damage to the input/output board. No cause was determined for the heat-induced damage. The input/output board was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a burnt smell coming from the spectrum pump. The reported problem was found in the biomed service department during testing. There was no patient involvement. No additional information is available.